Event description:
A tech reported pt with two or three plus punctate epithelial keratitis (pek) with reduced tear film and tear breakup time and dry eyes at two month lasik post-op visit. At visit pt complained of "some blurriness and dryness." Additional info from reported indicated pt's artificial tears and cyclosporine ophthalmic solution dosage were increased. Additional info has been requested. This report captures the right eye, and additional report is filed for the left eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to company acceptable criteria. Additional info has been requested. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).